Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 4 of 5, while the hp was connected. The hp had disconnected from the hc without using the proper procedure and then reconnected after the alarm. The technical service representative (tsr) had the hp cycle the power in order to clear the alarm. The tsr reviewed the proper procedure with the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The homechoice and homechoice pro apd systems patient at-home guide instructs patients how to emergency disconnect for a short time period. Patients are instructed how to return to therapy after emergency disconnect. A labeling review for the product family will be conducted. Should any additional relevant information become available from that review, a supplemental report will be submitted.